Event description:
Neuropathy (provisional diagnosis) [neuropathy peripheral], multiple lower extremity stress fractures [stress fracture]. Case description: a representative of a regulatory authority reported that they were notified that an adult consumer, age and gender unspecified, used fixodent denture adhesive, version unknown cream applic, 1/day from a young age to 2006 and reported the following: multiple lower extremity stress fractures over the years, neuropathy. The consumer received medical care and treatment including: multiple foot and leg surgeries, wears corrective shoes with braces, uses a cane for support. The case outcome was not recovered/not resolved. The consumer discontinued use of the product in 2006. No further information was provided.

Manufacturer narrative:
Lot number or product was not provided by the reporter therefore unable to proceed with batch retain testing or product investigation. (Us) otc device: yes.